Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was diagnosed with a hematoma in his pocket less than a month after his cardiac pacemaker was implanted. The patient underwent a pocket revision and was treated with intravenous antibiotics to resolve the issue. The pacemaker remains in service. No additional adverse patient effects were reported.